Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation handle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a bolt failure on the left workstation handle resulting in the handle breaking free. No patient or user injury was reported related to this event.